Manufacturer narrative:
Complaint (B)(4) : received 5pcs 455071p/b231033k for evaluation. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction cannot be confirmed.

Event description:
The customer provided photographs and reported the tube separation caused blood to leak back above the gel separator and caused a rejection of the specimen. The customer reported that their training processes included: the tubes are inverted, placed upright to clot for at least 30 minutes or more if the patients have clotting issues, and clot formation was observed before centrifuging the tubes. The customer advised, that they are possibly transported in bags and not in racks keeping them vertical. The customer advised other sst tubes that arrived in the same shipment were not affected.